Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer stated that this malfunction occurred while dispensing medication and medication was accessed from additional devices and from the in-patient pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 5-2 on the main had all cubie pockets in the d row board was not detected on bus. A field service engineer shuted down the device and reseated the pyxis bus cable, and row board cable and replaced the retractor band. Drawer and cubie pockets recovered without any further issues. The system functioned as intended after the field service engineer troubleshooted the device.